Event description:
The field application specialist was told by the customer they received questionable ion selective electrode (ise) sodium and chloride results on their c501 analyzer for one patient. The doctor questioned the results and had the patient come back the next day for a re-draw. The results of the re-draw were higher, so the customer pulled the original sample and got the same results as the re-draw. The repeat testing was performed on the same analyzer as the original testing. The patient's initial sodium result was 126 meq/l. The repeat result was 137 meq/l. The patient's initial chloride result was 86 meq/l. The repeat result was 98 meq/l. The customer considered the repeat results to be correct. There were no adverse events. The sodium electrode lot number was q70 and the expiration date was 05/31/2013. The chloride electrode lot number was c38 and the expiration date was 05/31/2013. The field service representative found an issue with the rinse water level. He adjusted the cuvette rinse water level down. He realigned the rinse mechanism squeegee so it does not splash. A precision check was performed with results within specification.

Manufacturer narrative:
The root cause could not be determined. The calibration and quality control data were not provided. It was noted the customer was not centrifuging patient samples to the sample tube manufacturer's specifications which could cause insufficient sampling of patient samples due to poor sample quality.